Event description:
It was reported that the customer experienced intermittently elevated blood glucose (bg) levels. Bg value ranged between 350 mg/dl and reading "high" on the continuous glucose monitor (cgm) and meter. Cause was unknown. Customer administered correction boluses via the pump to address the issues. Additionally, the customer reported that they experienced intermittently lowered bg value ranging between "low" on the customer's cgm, 30 and 47 mg/dl on the meter. Cause was unknown. Customer consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.